Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing, however insulin pump received with corroded battery tube and corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were impossible to switch on insulin pump. The customer¿s blood glucose level was 4.4 mmol/l. Troubleshooting was not performed. The insulin pump will be returned for analysis.